Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A microclave¿ clear connector reportedly leaked from the side after replacing the connector for flushing. This occurred during a patient's nutrition infusion via the peripherally inserted central catheter (PICC) line. After replacing the new set, the therapy resumed properly without any impact. There was no patient harm/adverse event reported.